Event description:
It was reported that the patient was found to have high impedance. Programming history was reviewed for the patient. No anomalies were seen. The lead and generator were replaced. The explanting facility is traditionally a no return site. The device has not been returned to livanova. No additional information has been received.